Manufacturer narrative:
E1: event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) screen was blue when turned on, it would go blank and not turn on. There was no patient involvement reported.